Event description:
A malfunction alarm occurred but no notable events were reported before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump. The customer was instructed to call back if the malfunction code appeared again, and they understood these instructions.